Event description:
The pt was implanted with the syncardia temporary total artificial heart (tah-t) on (B)(6) 2012. The pt was subsequently enrolled in the (B)(4) study, and on (B)(6) 2012, she was switched from a companion 2 driver to a freedom driver and was subsequently discharged to home. On (B)(6) 2013, the customer reported that while the pt was out shopping, the pt's freedom driver exhibited a fault alarm. In the process of switching to the backup freedom driver and removing the wire ties, the spring under the push button in the quick connector of the tah-t cannula was displaced. The pt successfully switched to her backup freedom driver. The pt went to the hosp, and the hosp staff replaced the quick connector. There was no adverse impact on the pt as a result of the displacement of the spring in the quick connector.

Manufacturer narrative:
This alleged failure mode poses a low risk to the pt, because it does not prevent the tah-t system from performing its life-sustaining functions and does not affect the functionality of the quick connector. While it can be difficult to depress the push button to release the quick connector when the spring is not seated correctly, it is possible to disconnect it by using additional force. The quick connector with the displaced spring was returned to syncardia for eval. The results of the eval will be provided in a supplemental MDR.